Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident cou.

Event description:
During a remote follow-up, noise resulting in oversensing was noted on the right ventricular (rv) lead. The rv lead sensing was deactivated to resolve the event. The patient was stable with no consequences.